Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after customer entered blood glucose values, went to bolus, and the numbers would not stop scrolling. Customer's blood glucose was 124 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.